Event description:
It was reported that the anchor did not deploy. The procedure was successfully completed using a back-up device. However, the incident resulted in a surgical delay greater than 30 minutes. It was noted that a competitive suture passer was being used. No patent injury or other complications were reported.

Manufacturer narrative:
The reported mini magnum device was used for treatment and returned for evaluation. A relationship between the device and reported incident was established. The reported device was received undeployed and with its spring and long snare reeled thru the driver without clinical suture. Both the implant and snare loop were found intact. The mini magnum device is a single use device therefore a complete functional test cannot be performed in the condition received; however, implant deployment and detachment was achieved without clinical suture due to snare and spring already reeled in. The device was able to deploy and detach the implant. Per information provided, the anchor did not deploy. Based on our visual inspections and functional test, the complaint was not confirmed. An exact root cause for the anchor not deploying correctly is uncertain. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: incorrect anchor insertion. Poor bone preparation. Incorrect anchor insertion or poor bone preparation can result in a failed deployment and/ or damage to the implant. The instruction for use (IFU) outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.